Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to difficulty walking. The information received does not change the MDR decision.

Event description:
Litigation alleges that patient has experienced cobalt and/or chromium poisoning and constant pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.